Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that that there was loss of communication between transmitter with insulin pump and sensor. No harm requiring medical intervention was reported. Troubleshooting was not performed. The transmitter will not be returned for the analysis.